Event description:
Revision of femoral component due to loosening.

Manufacturer narrative:
The femoral component cannot be evaluated for rpt'd loosening as it has not been returned for evaluation but rather discarded at the hosp.